Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that upon opening the package of a ncircle tipless stone extractor and prior to contact with the patient, the user checked the device function and found the basket would not open and close. Another ncircle tipless stone extractor was used instead for the procedure. There was no patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data and specifications. No issues were identified that are related to the reported complaint. A visual inspection and functional testing of the returned device was also conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached; a small amount of adhesive is noted on the basket sheath where the support sheath is placed. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with product lot number 8357692. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. These devices are 100% inspected for functionality and integrity before packaging. The device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. Based on the provided information a definitive root cause cannot be established per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.